Event description:
The customer reports the extension is "difficult to remove." There was no patient injury or death reported.

Manufacturer narrative:
Qa ge service representative performed an on site investigation. The table inserts were replaced during the service call. The system was tested and found to be working as intended and put back into service.